Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history record review could not be completed.

Event description:
Patient status post prodisc-c implantation c5-6 returned to surgeon complaining of right radiculopathy at c6. A CT scan showed heterotopic ossification causing neuroforaminal stenosis at right c5-6. Surgeon removed the implant.